Manufacturer narrative:
Evaluation of the returned products confirms the sterile packaging (blister and foam) is damaged and there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Therefore, the reported event is confirmed. Sterility was not compromised. DHR was reviewed and no discrepancies were found. The root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. The likely condition of the device when it left zimmer biomet is conforming to specification. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02216, 0001825034 - 2020 - 02217, 0001825034 - 2020 - 02218, 0001825034 - 2020 - 02220, 0001825034 - 2020 - 02221.

Event description:
It was reported that during warehouse inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.